Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:36:15. During night drain cycle one, the patient's ultrafiltration reading was 2092ml, indicating the home patient (hp) drained 2092ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the event could not be determined. Should relevant additional information become available, a follow-up report will be submitted.